Event description:
The customer stated that patient monitoring system ceased operation and that they were unable to re-start the system (it would not boot). Note: the reporter did not provide any patient identifier information.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Testing of the returned cpu confirmed the reported problem. Investigation isolated the malfunction within the cpu to a failed prom (programmable read only memory) component. Replacement of this electronic component corrected the malfunction and restored the device to normal operation. The prom is a permanently sealed, encapsulated unit. The reason for the prom's failure could not be identified. A search of our service records for this device family was performed to determine the frequency of similar problems. The most recent similar instance occurred in 2007 and prior to that 2002, leading to a conclusion of a rare or unusual type of failure. The repaired device was returned to the customer.